Event description:
This lead was noted on(B)(6)2013 due to lead dislodgement. It was dislodged two times during the procedure. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), north carolina. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).